Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI procedure due to the MRI being performed without the use of a head wrap. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025.

Event description:
The device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.